Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for an MRI. Before the MRI, the device was reprogrammed to doo at 80 bpm. While the patient was being scanned by the MRI, rate fluctuated from 40-90 bpm. When the MRI was not scanning, the patient stayed at 80 bpm consistently. Patient is dependent on his device. Patient did not experience adverse symptoms. After the scan, the device was interrogated and showed normal function. Device remains implanted.